Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 1.523 mg/day) via an implanted pump. On (B)(4) 2020 it was reported that they did a dye study today and they were able to successfully aspirate 1-2 cc from the cap (catheter access port). They thought the dye did not go into the spinal portion of the catheter and stated that nothing came out of the distal end or the proximal end. The cause of the catheter occlusion was unknown. No patient symptoms/complications were reported. The patient was being referred for a catheter revision. No further complications have been reported as a result of this event.